Manufacturer narrative:
Note d4: the lot number is either n6g166 or n6c264. However, the exact lot number is not exactly known. Therefore, it has been listed as unk. The n6g lot number would expire on 08/31/2011 and the n6c lot would expire on 04/30/2011. Note h4: the n6g lot number was manufactured during 07/2006 and the n6c lot number was manufactured during 03/2006.

Event description:
Procedure: sigmoidectomy, pt sex: unk. Reportedly, the instrument cut but, did not staple the tissue. Some bowel contents including feces spread into the pelvic area. There was then a resection and colon/rectum anastomosis.